Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, the stylet was unable to advance through the atrial lead. The lead was replaced with a non-abbott lead and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. A stylet could not be fully inserted inside the lead due to overtorque of the inner coil inside the connector region. The cause of the reported event was isolated to overtorque of the inner coil, which is consistent with procedural damage. The reported event of stylet insertion failure was confirmed.